Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched and had blood/body fluid (not obstructed). The proximal conductor was fractured due to overstress. The outer insulation was pulled apart due to overstress, the outer insulation was torn, the connector pin was pulled out/off, the guidewire was stuck in the lead, the lead was stretched, and the lead was damaged at implant. The analyst also noted that it is apparent that when attempting to pull back the competitor guidewire, it's coating became ensnared with the distal conductor. This caused a distorted of the filars.

Event description:
It was reported that during an implant attempt that after the lead was sutured in place the guidewire would not come out. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.